Manufacturer narrative:
Product complaint(B)(4). The purpose of this MDR submission is to report the results of the device history record review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. No non-conformances related to the reported complaint condition were identified. The product is still available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00866.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age/date of birth, gender, weight, height, medical history, race, and ethnicity was not reported. (B)(6). Initial reporter: the customer contact information of the initial reporter, including name, occupation, phone, fax, and email address, was not reported. (B)(4) was selected since the enterprise stent is intended for use with occlusive devices in the treatment of intracranial aneurysms and is not intended as a stand-alone device. The enterprise stent was used off-label to treat stenosis. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00866 & 1226348-2019-00867.

Event description:
A report from the field indicated that during an off-label endovascular stenting for right vertebral artery stenosis, the 4.5mm x 28mm enterprise (encr452812/11069069) stent vascular reconstruction device could not be advanced via the prowler select plus 150/5cm (606s255x/30129990) microcatheter. The devices were removed as a unit and replaced, and the procedure was completed successfully without further incident or delay. The stent prematurely deployed in the microcatheter hub outside of the patient, during an attempt to withdraw the device from the microcatheter. No patient complications occurred as a result of the event and additional intervention was not required. The complaint products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. There was no damage was noted to the catheter packaging or shipping container. No damage was noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and a constant flush was maintained. The user did not apply undue force at any time. The products will be returned for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion]: a report from the field indicated that during an off-label endovascular stenting for right vertebral artery stenosis, the 4.5mm x 28mm enterprise (enc452812/11069069) stent vascular reconstruction device could not be advanced via the prowler select plus 150/5cm (606s255x/30129990) microcatheter. The devices were removed as a unit and replaced, and the procedure was completed successfully without further incident or delay. It could not be confirmed if the event resulted in a loss of cerebral target position, or if the catheter was exchanged over a guidewire, thereby retaining cerebral target position. The stent prematurely deployed in the microcatheter hub outside of the patient, during an attempt to withdraw the device from the microcatheter. There was no report of patient injury. The event did not result in a clinically significant procedural delay. The products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. There was no damage was noted to the catheter packaging or shipping container. The microcatheter did not appear kinked at any time. The procedure was conducted in accordance with the IFU and an adequate and continuoius flush was maintained through the catheter. The user verified that the introducer was fully seated and secured in the hub to enable stent introduction into the microcatheter. The user did not apply undue force at any time. No further information could be obtained. A non-sterile enterprise device was received inside of a pouch. Visual inspection was performed on the device. The delivery wire and the introducer tube were undamaged. The stent was found deployed. The stent was then examined under a microscope. The stent was undamaged. Advancement through the returned prowler select plus microcatheter could not be tested because the stent was received deployed, and the stent must be inside of the introducer tube to conduct functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11069069. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer report that the enterprise stent could not be advanced through the prowler select plus microcatheter could not be evaluated because the stent was received deployed from the unit. The event description indicated that the stent prematurely deployed in the microcatheter hub during post-procedural handling/processing. The enterprise device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. Impeded in microcatheter is a known potential product issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Neither the product analysis nor the device history record review suggests that the reported failure could be related to the manufacturing process of the unit. Functional testing could not be performed to determine potential root causes of the event due to the condition of the returned device; however, it is possible that circumstances of the procedure may have contributed to the event. Of note, the device was being used off-label to treat vertebral artery stenosis. According to the IFU, the enterprise stent is intended for use with occlusive devices in the treatment of intracranial aneurysms and is not intended as a stand-alone device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00866 & 1226348-2019-00867.

Manufacturer narrative:
Product complaint (B)(4). Section b5 (update): additional information received indicated that the correct product code of the enterprise stent is enc452812. The prowler select plus microcatheter did not appear kinked at any time. The user verified that the introducer was fully seated and secured in the hub to enable stent introduction into the microcatheter. There was an adequate and continuous flush maintained through the microcatheter. It was not reported where in the microcatheter the resistance was encountered. It could not be confirmed if the event resulted in a loss of cerebral target position, or if the catherter was exchanged over a guidewire, thereby retaining cerebral target position. The reported event did not result in a clinically significant procedural delay. No further information could be obtained. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2019-00866.

Event description:
As reported by a healthcare professional, during an off-label endovascular stenting for right vertebral artery stenosis, the 4.5mm x 28mm enterprise (enc452812/11069069) stent vascular reconstruction device could not be advanced via the prowler select plus 150/5cm (606s255x/30129990) microcatheter. The devices were removed as a unit and replaced, and the procedure was completed successfully without further incident or delay. The stent prematurely deployed in the microcatheter hub outside of the patient, during an attempt to withdraw the device from the microcatheter. No patient complications occurred as a result of the event and additional intervention was not required. The complaint products were stored and handled according to the instructions for use (IFU). The devices were packaged securely as expected. No damage was noted to the catheter packaging or shipping container. The procedure was conducted in accordance with the IFU and a constant flush was maintained. The user did not apply undue force at any time. The products will be returned for evaluation. No further information was provided.